Event description:
Customer reported issues with a pump's usb port, indicating that it would not always charge when connected. There was no adverse impact to the customer's blood glucose level. Customer declined troubleshooting and a callback, resulting in no action being required.